Manufacturer narrative:
The reported event was confirmed. The exact cause of the sample condition could not be determined. Received only the catheter for evaluation. Per visual inspection, an irregular type of burst was noted on the balloon. The origin of burst could not be determined. The device was observed under a microscope and there appeared to be no missing pieces. Per functional testing, water was introduced into the inflation lumen and no obstructions occurred to impede the flow. The dimensional evaluations were as follow: eye snip length:3/32¿ inflation lumen coverage:11 thou balloon thickness:22 thou burst initiated from bottom collar of sac:1cm per the tactile evaluation, the edges of the burst area were swollen. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.]" (B)(4).

Event description:
It was reported that the catheter had fallen out of the patient's body with a deflated balloon, on the 7th day of use. The catheter was replaced. There was a possibility that a piece of the balloon remained inside the patient's body. Per sample evaluation, there were no missing pieces from the balloon of the catheter.

Manufacturer narrative:
Received only catheter. The reported event was confirmed; however the cause is unknown. Per visual inspection, an irregular type of burst was noted on the balloon. The device was observed under a microscope and there appeared to be no missing pieces. The exact cause of the sample condition could not be determined. Per functional testing, water was introduced into the inflation lumen and no obstructions occurred to impede the flow. The dimensional evaluations were as follow: eye snip length: 3/32¿, inflation lumen coverage: 11 thou, balloon thickness: 22 thou, burst initiated from bottom collar of sac: 1cm. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.]" Correction: manufacturer name, city and state, and MFR site. (B)(4).

Event description:
It was reported that the catheter had fallen out of the patient's body with a deflated balloon, on the 7th day of use. The catheter was replaced. There was a possibility that a piece of the balloon remained inside the patient's body.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheter had fallen out of the patient's body with a deflated balloon, on the 7th day of use. The catheter was replaced. There was a possibility that a piece of the balloon remained inside the patient's body.